Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having problems with their sensor not accepting calibration. The sensor glucose and blood glucose values were off by 200 points. The customer also reported that they had a high blood glucose level that was between 300 mg/dl and 600 mg/dl. They did a bolus and treated with an injection. The customer declined troubleshooting for the high blood glucose. The device will not return for analysis.